Manufacturer narrative:
The investigation reviewed the qc recovery; the results were within the customer¿s established ranges. There is no indication of a performance issue with the reagent. However, some of the printouts showed level 1 recovering low but still within range. The investigation reviewed the alarm trace. The trace showed that the procell/cleancell (pc/cc)reagents were not set at 38 degrees centigrade; there was no sipper liquid-level detection (lld) in pc/cc; there was film detected in the assay reagent and the sample volume was insufficient or there was a clot in the pipettor. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin t stat assay result from one patient sample tested on the cobas e411 disk. The initial result was reported outside of the laboratory. The physician questioned the result which prompted the rerun of the patient sample. The patient sample was sent out to another site that uses a cobas c 6000 analyzer for the rerun, the initial result from the analyzer was 210 ng/l. The first repeat result from the other site's cobas analyzer was 6.33. The second repeat result from the other site's cobas analyzer was 7.56. The unit of measurement of the repeat results was not provided. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 630063. The expiration date was requested but not provided. The investigation reviewed the calibration dated 12-aug-2023. The results were within specifications. The investigation reviewed the qc recovery. The results were within the customer¿s established ranges. However, some of the level 1 results were recovering low, but were still within range. There was no indication of a performance issue with the reagent. The investigation reviewed the alarm trace and several alarms were noted: "procell and cleancell (pc/cc) reagent set 1 and/or 2 wasn't at 28 degrees centigrade"; "no sipper liquid-level detection (lld) in pc/cc"; "film detected in assay reagent"; "sample volume insufficient or clot pip.". The field service engineer (fse) inspected the analyzer and replaced the sample probe tubing as it was running off the guide rollers. He then replaced the sipper tubing. He checked the adjustment and alignment of the sample, reagent mixer, and sipper probes; and the pinch tube and syringes. There were no issues noted. He performed multiple measuring cell (mc) preparations and primes. He checked the voltage monitors and did not find any issues. The customer performed qc multiple times. The investigation is ongoing.